Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer could not remember if the auto mode feature was on or off during the time of the reported event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that customer experienced hypoglycemia. Customer¿s blood glucose level was 30 mg/dl at the time of incident. Customer was at dialysis. The insulin pump will not be returned for analysis.